Event description:
Caller reported that pump battery would not charge despite attempts with different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and a shipping address was confirmed for sending a replacement. Caller was instructed on putting the pump into storage mode and acknowledged the procedure for returning the faulty pump with a pre-paid label within 10 days.